Manufacturer narrative:
The investigation analyzed the screenshots which showed the sample pipetting, kinetic, and details screen. The investigation excluded a sample carry-over via the sample probe. The kinetics looked normal. The field service engineer (fse) noted that there was no crystal on the sonic wash station. He also cleaned the flow path in the preventive maintenance (pm). He did not observe any overflow during the mechanism check. After service, no further issues were reported by the customer.  The cause of the event could not be determined.

Event description:
The initial reporter received a questionable tp2 total protein gen 2 result from one patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. The patient sample was also rerun on their other c 503 analyzer. The initial result from the analyzer was 106 g/l. The first repeat result from the analyzer was 70.6 g/l. This repeat result was reported. The second repeat result from the other analyzer was 70.2 g/l. The reagent lot number is 61990001. The expiration date is 31-may-2023.